Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) provides instructions for properly connecting the power sources. It instructs to line up the solid white arrow on the connector with the white dot. Gently push the cable into the controller. Do not twist the connector, but allow it to naturally lock in place. A successful connection will result in an audible click. The IFU cautions, "do not force connectors together without proper alignment. Forcing together misaligned connectors may damage the connectors." If both power sources are disconnected from the controller, a loud, continuous alarm will sound and there will be no message on the controller display. The pump is not pumping and power sources should be connected immediately. If this action does not resolve the alarm condition replace the controller." The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the vad coordinator that the patient's controller did not recognize any connected power source. The "no power" alarm sounded and later the patient also experienced a "controller fault" alarm. The patient went to an outside hospital to perform a controller exchange under physician guidance. The pump was stopped a few minutes because the controller was unable to restart for an "unknown reason". On (B)(6) 2016 the patient went for routine check up at the implanting facility and the controller was able to start at that time. Log files were sent and after evaluation and discussion with the manufacturer clinical engineer a recommendation was made to exchange all active batteries and the faulty controller. The patient underwent the exchange without issue. No further information was provided.

Manufacturer narrative:
It was reported that the patient was experiencing power switching events. The controller ((B)(4)) and six batteries ((B)(4)) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Analysis of the controller and batteries revealed that the devices met specifications; the units passed visual examination and functional testing. An attempt was made to replicate the issue by manipulating the battery's connection to the controller during the analysis of the unit. Results revealed that the electrical connection between the batteries and the controller was stable. Log file analysis revealed that the controller contained the smr software. The software upgrade contains a feature that records whether a power source experienced a communication error or a disconnection within each fifteen (15) minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving batteries ((B)(4)). The most likely root cause of the reported event can be attributed to momentary disconnections between the controller and batteries. The manufacturer has opened an internal investigation for intermittent disconnections identified on smr-loaded controllers. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. (B)(4). Battery - (B)(4)/1650de - expiration date: 12/31/2016 - device manufacture date: 12/11/2015, (B)(4). Battery - (B)(4)/1650de - expiration date: 12/31/2016 - device manufacture date: 12/11/2015, (B)(4). Battery - (B)(4)/1650de - expiration date: 12/31/2016 - device manufacture date: 12/11/2015, (B)(4). Battery - (B)(4)/1650de - expiration date: 12/31/2016 - device manufacture date: 12/11/2015, (B)(4). Battery - (B)(4)/1650de - expiration date: 12/31/2016 - device manufacture date: 12/17/2015, (B)(4). Battery - (B)(4)/1650de - expiration date: 12/31/2016 - device manufacture date: 12/17/2015, (B)(4). Method: actual device evaluated; interoperability evaluation; visual inspection; analysis of data log(s). Result: interoperability problem. Conclusion: quality system deficiency.